Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis of the lead, damage to the insulation by external abrasion was visible 15.5 cm distal of the connector pin. This damage manifestation indicates significant mechanical stress during the operating time. The position and kind of this fraying are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and of friction of the lead at the ICD housing. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that oversensing episodes were noted 16 months after the implantation. The patient did not receive any inappropriate shocks. No deterioration of the patient's state of health was reported.